Event description:
It was reported that the pump had alarmed; this was not confirmed by telemetry. Per the reporter, the pump was checked two days prior. A beeping was heard and the pump was stopped. The healthcare provider re-entered all of the correct info. It was noted that the pt feels more jerking at times but turning up the dose is too much 'so he lives with some of the spasticity". The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).